Event description:
It was reported that during a gastroplasty by video laparoscopy procedure, for a completed clipping it was necessary for three sequential firings. The problem was that just in the second firing the stapler locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that an (B)(4) device was received with the firing mechanism damaged and with no reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention bosses were noted to be damaged. This evidence is consistent with excessive load applied to the closing and firing triggers; the shaft is retained in the shrouds by the two bosses. The knife can de restrained from advancing by excessive tissue thickness and firing across hard objects. While no conclusion could be reached on how the shroud retention bosses became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).